Event description:
A user facility reports that a bent haptic was noted following insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens.